Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. The issue, which occurred before contacting technical support, resolved itself without the need for the customer to change charging supplies. The pump eventually began charging using the tandem wall adapter and charging cable.